Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Yamaguchi, I., kanematsu, y., shimada, k., nakajima, k., miyamoto, t., sogabe, s., shikata, e., ishihara, m., azumi, m., kageyama, a., & takagi1, y. (2021). Gelatin¿thrombin hemostatic matrix-related cyst formation after cerebral hematoma evacuation: a report of two cases. Nmc case report journal, 8, 719-725. Https://doi.org/10.2176/nmccrj.cr.2021-0130 the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a front-parietal craniotomy and hematoma evacuation wherein floseal was applied in the hematoma cavity for hemostasis. Careful irrigation was performed to remove excess floseal in the hematoma cavity. After surgery, the patient¿s consciousness recovered to a glasgow coma scale (B)(4). However, the patient¿s consciousness gradually decreased again to (B)(4) on postoperative day 15. The brain computerized tomography (CT) and magnetic resonance (mr) imaging revealed cyst formation in the hematoma cavity with worsening brain edema. Intravenous dexamethasone (0.06 mg/kg/day) was administered for 3 days, and the patient¿s consciousness improved to (B)(4). The dethamethasone was switched to oral treatment (0.01 mg/kg/day) for an additional 3 days. The cyst appeared to be responsive to steroid treatment on a repeat brain CT. A repeat brain mr imaging indicated shrinkage of the cyst on postop day 25. There was no recurrence of cyst formation observed for 60 days postoperatively. No further information was available at the time of this report.